Manufacturer narrative:
(B)(4).

Event description:
Dexcom made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The complaint states that loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.